Manufacturer narrative:
Investigation findings: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20gx1.00in nexiva device from lot number 4030906. A gross visual inspection of the returned component shows the unit has been used. The needle grip is missing, and the needle is broken at the end of the grey canister. Although the needle appears used, the decoupling process has not been performed. Per your verbatim in your report, the needle would not release from the catheter. The returned unit was investigated by wiggling the catheter assembly out of the tip shield. Upon removal, a hole with a tear drop shape in the tip shield was observed. Your reported issue was confirmed. This damage is likely to occur during manufacturing process while inserting the cannula into the grip and tip shield. The misalignment created a flash in the tip shield the prevent the catheter adapter to release and simultaneously make it difficult of needle decoupling. The defect of broken needle was likely caused by the user as decoupling was not occurring. Operators perform in process sampling and testing for decoupling throughout the manufacturing process to mitigate the occurrence of this type of defect. During the process sampling of this lot, a failure to decouple issue or needle disengagement difficulty were not found. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 383536 batch #: 4030906 it was reported by the customer that the needle retraction device would not release from the catheter. Verbatim: rcc received a complaint via email. Email(s) attached. After insertion of the nexiva 20 ga, the needle retraction device would not release from the catheter. Product was obtained with packaging